Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the safety lock mechanism on the 23 gauge butterfly needles do not lock securely and are made of a very thin piece of foil. The health care provider (hcp) drew a patient with a 23g syringe needle. As they were taking it out, there was a drop of blood at the end of the needle. The hcp took the needle and moved it to the gauze to take off the blood drop and went too close to their finger and stuck their left index finger. The hcp disposed of all supplies, took off their gloves and washed their hands. They were bleeding so went to the lab immediately and called their supervisor.